Event description:
Implant date unk. Male, (B)(6). Adverse event (B)(6)2010. Explanted on (B)(6)2010 no further orif was done with an implant. On (B)(6)2010, doctor reported sepsis and failed implant. On (B)(6)2010 - distributor stated that doctor reported difficulty in reaming/preparing the medial fragment and did not adequately prepare canal for device insertion leading to device "being pulled" into fracture zone, thus causing fatigue damage to implant. Cause of sepsis unk. Conclusion is placement is not per IFU. Cause of sepsis is unk.